Event description:
It was reported that during a training/demo of the da vinci system, error code 32056 was displayed and universal side manipulator (usm) arm 4 was non-responsive after the patient side cart (psc) was powered on. No further information was provided. There was no report of patient involvement or there was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. This unit was returned for failure analysis and the reported error 3205 on usm4 was confirmed and replicated. Upon visual inspection, no issue was found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where current test was failing with an error 32056 on yaw/axis 1, replicating the reported event. Once testing was completed, yaw searchlight (sl) and yaw sl were tested a was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the yaw searchlight and yaw sl were found to be the root cause of the reported event.